Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received several no delivery alarms during a prime and bolus delivery. The customer stated they had gone through three infusion sets as a result of the alarms. The customer's blood glucose was 411 mg/dl. It was found the customer was irritable as a result of their high blood glucose. Customer did not treat for their high blood glucose at the time of the call. Troubleshooting for the insulin pump found the customer's insulin pump passed all functional testing. It was also found the customer had air bubbles in their line. The customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.